Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a regulator clamp broken was confirmed. The root cause of the reported problem was a broken manual tube release knob. There is no evidence of a repair being made to correct the reported condition.a device history review was performed with no exceptions during manufacturing found.

Event description:
The facility reported a colleague infusion pump with a broken regulator clamp. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.